Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged microintroducers is confirmed; however, the exact cause is unknown. Two photographs of two micro introducers were returned for evaluation. An initial visual observation of the photographs showed the devices with the sheath edge buckling at the insertion point. Use residue could be seen on both samples. No additional damage could be discerned from the provided photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that the customer on (B)(6) 2025 for the patient placed PICC catheter, the use of the material number 0668945, after successful puncture, in the delivery of the sheath link feel resistance is obvious, the customer then pulled out the puncture sheath, found that the tip of the sheath has been a burr, which led to the inability to deliver the sheath, and then re-disassembled a set of salinger, see the newly disassembled salinger puncture sheath tip is also defective, the new disassembled salinger puncture sheath tip. There was no report of patient harm. This was reported to have occurred with two (2) devices. This report addresses both devices.